Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on july 16, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d10 (date returned to manufacturer). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). H3 (device evaluation anticipated by manufacturer ¿ a third follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on jul 16, 2019. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). A second follow-up will be submitted upon completion of the investigation and/or submission of new information, thus tcvs references conclusions code 11.). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
Additional information was obtain indicating that the pump used during case is a centrifugal. No blood loss since the customer salvage it to the cell saver after converting to another circuit, while patient naso temperature is 34.5 and bladder 35.7. As per user facility while on full bypass, over 4 litters per minutes however flows kept dropping, necessitating higher rpms. As a result the user facility together with his buck up person checked the cone coupling and found to be just fine, so they change out the motor, controller then centrifugal cone but there was no changes, so they've decided to converted to another system 1 and new circuit.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added lot number and exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes (10, 3331, 213, 67). Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 67 - no problem detected. The affected sample was returned and evaluated. Visual inspection upon receipt did not find any obvious anomalies, such as break in the appearance. The actual sample, after having rinsed and dried was built into a circuit with tubes. Bovine blood was circulated in the circuit, while the pressure drop was determined at each flow rate. The values meet the factory's specification. No obstruction occurred. The actual sample was rinsed with water and no clot formation was found inside. The investigation result verified that the actual sample after having been rinsed was the normal product presenting no issue relating to a pressure rise. With the actual sample after having been rinsed verified to be normal, the cause of this complaint cannot be determined definitely. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, they noted a very high pressure oxygenator. As per customer, they need higher than normal rotations per minutes (rpm) to generate adequate flows no known impact or consequence to patient . There is approximately 1 hour delay. No known impact or consequence to patient. Product was changed out. Procedure was completed successfully.

Event description:
Additional information from the user facility was obtained indicating that: the patient was able to support themselves during troubleshooting and the cpb circuit change out. The patient's temperature was 34.5 nasopharyngeal, bladder was 35.7. Heparin was administered 26 minutes prior to cpb. Pre-cpb act = 630 seconds, hdr = 3.2 mg/kg, heparin assay = 3.5 mg/kg. On cpb the act >999 seconds and the heparin assay was 4.5 mg/kg. Also the patient was exposed to 4800 units of heparin for left heart catheterization two days prior to surgery the patient did not have any known co-morbidities that could potentially affect anticoagulating the patient during cpb. Per pump record, the heparin was given at 1153 but cpb was not initiated until 1219 - 26 minutes lapsed since the initial dose of heparin was administered (post-heparin: act = 630 seconds, heparin assay = 3.5 u/ml). The act was >999 after they changed out the device and the act and heparin assays were very high throughout cpb.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations. Upon further investigation of the reported event, the following information is new and/or changed: b5 (describe event or problem - updated). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information). All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.